Manufacturer narrative:
A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 25-sep-2016 and installed at the customer's site on (B)(6) 2017. The user facility does not have a lumenis service contract, and it is unknown if the system had a pm service by a 3rd party and whether that might be the cause of this low coolant level. A lumenis service engineer visited the site six (6) days after the reported event and examined the laser system. The engineer inspected internal components, the fluorinert was low, and there was air in coolant lines. Inspected for leaks and found none, refilled system with flourinert. The engineer performed pm as per service manual, tested for power output, alignment, and functionality. The device was found to have met lumenis specifications and ready for use. A review of system risk files (rd-1148040 rev l) revealed risk #38; " device malfunction" which have the potential to lead to adverse effects of alternative treatments". The risk has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. In this case, the procedure was successfully completed manually, although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use an alternate method as intervention to prevent serious injury. In an abundance of caution, lumenis is reporting this malfunction. (B)(6) expert indicated that low coolant level for a 3 year-old system is not a common issue with this system, particularly if no proper preventive maintenance has been done. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (B)(4) and per post marketing surveillance procedure (B)(4).

Event description:
A user facility reported that prior to beginning a procedure in which a lumenis acupulse 40w co2 laser system was to be utilized, the laser would not start up and presented error 12 (cooling system flow switch error) on its display. Unable to proceed with the laser, the procedure was successfully completed manually. No report of injury was received, and the device malfunction did not cause or contribute to any change in the patient's condition.